Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the jaws were difficult to open. The surgeon opened the jaws. Subsequently, the jaws did not close in alignment. The surgeon completed the procedure with another instrument. The hospital has reported no pt injury.

Manufacturer narrative:
6/26/97-supplemental report #2 submitted to FDA.